Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported on behalf of her daughter that pledget fell apart upon removal. Consumer did not confirm whether daughter was able to remove all pieces.